Event description:
A customer contacted haemonetics on (B)(6) 2008 to report a rbc (red blood cell) line sensor failure within an orthopat machine. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report a rbc (red blood cell) line sensor failure within an orthopat machine. No injury or reaction noted. Upon evaluating the device a blood spill was found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).